Manufacturer narrative:
Apoc incident (B)(4) apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 06/09/2017. Retain product was tested and functioning according to specification. Return product was not available. Investigation: a review of the device history record confirmed the cartridge lot passed finished goods release criteria. Retain cartridge test data met the acceptance criteria found in q04.01.003 rev. Z, appendix 1- product complaint level 2 and level 3 investigation procedure. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for sodium, potassium, glucose, and creatinineon a (B)(6) male patient. Patient was admitted (B)(6) 2017 post cocaine overdose. The patient was unresponsive for 10 minutes followed by 20 minutes of CPR. There was no additional patient information available at the time of this report. Return product is not available for investigation. I-stat collected at 2am on (B)(6) (heparinized syringe a) - na 152, k 2.5, gluc 91, crea 0.4. Patient was administered 60g kcl. I-stat collected at 4am on (B)(6) (heparinized syringe b) - na 155, k 2.6, gluc 87, crea 0.4. Lab collected at 4am on (B)(6) (evacuated tube c) - na 151, k 3.8, gluc 117, crea 0.88. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4).